Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause for the reported event could not be determined. The water temperature had gone from 15c, up to 40c, and was now back down to 20c. They did verify the esophageal probe placement and ended up pulling back on it some, so it seems to be working better now. Confirmed targeted temperature (tt) was 34c, patient temperature (pt) was 33.9c, water flow rate (wfr) was 1 l/min, water temperature (wt) was 22.2c. Informed nurse the device appears to be working appropriately. The patient was just barely below target temperature, if the patient temperature had dropped a little more earlier then the water temperature would have increased to compensate. The water+aa8 temperature should fluctuate as the patient temperature fluctuates to keep the patient at target. Discussed patients losing heat versus heat generation. Nurse asking if the device had enough water, the water reservoir level (wrl) was 4. Confirmed this was almost full, a water reservoir level (wrl) of 1 is nearly empty and 5 is full. Nurse also asking if there would be any reason therapy would stop. Discussed alerts and alarms, such as flow rate, patient temperature probe reading issues, water temperature control issues. Informed nurse to call back with any questions or issues. A DHR review is not required as the serial number is unknown. The serial number was unknown. The latest labeling revision was reviewed for this investigation. The instructions-for-use were found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: e, d the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the water temperature in an arctic sun device had big fluctuations earlier and they would like to make sure it was working appropriately. The water temperature had gone from 15c, up to 40c, and was now back down to 20c. They did verify the esophageal probe placement and ended up pulling back on it some, so it seems to be working better now. Confirmed targeted temperature (tt) was 34c, patient temperature (pt) was 33.9c, water flow rate (wfr) was 1 l/min, water temperature (wt) was 22.2c. Informed nurse the device appears to be working appropriately. The patient was just barely below target temperature, if the patient temperature had dropped a little more earlier then the water temperature would have increased to compensate. The water+aa8 temperature should fluctuate as the patient temperature fluctuates to keep the patient at target. Discussed patients losing heat versus heat generation. Nurse asking if the device had enough water, the water reservoir level (wrl) was 4. Confirmed this was almost full, a water reservoir level (wrl) of 1 is nearly empty and 5 is full. Nurse also asking if there would be any reason therapy would stop. Discussed alerts and alarms, such as flow rate, patient temperature probe reading issues, water temperature control issues. Informed nurse to call back with any questions or issues.

Event description:
It was reported that the nurse stated the water temperature in an arctic sun device had big fluctuations earlier and they would like to make sure it was working appropriately. The water temperature had gone from 15c, up to 40c, and was now back down to 20c. They did verify the esophageal probe placement and ended up pulling back on it some, so it seems to be working better now. Confirmed targeted temperature (tt) was 34c, patient temperature (pt) was 33.9c, water flow rate (wfr) was 1 l/min, water temperature (wt) was 22.2c. Informed nurse the device appears to be working appropriately. The patient was just barely below target temperature, if the patient temperature had dropped a little more earlier then the water temperature would have increased to compensate. The water+aa8 temperature should fluctuate as the patient temperature fluctuates to keep the patient at target. Discussed patients losing heat versus heat generation. Nurse asking if the device had enough water, the water reservoir level (wrl) was 4. Confirmed this was almost full, a water reservoir level (wrl) of 1 is nearly empty and 5 is full. Nurse also asking if there would be any reason therapy would stop. Discussed alerts and alarms, such as flow rate, patient temperature probe reading issues, water temperature control issues. Informed nurse to call back with any questions or issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.